Event description:
Related manufacturer reference number: 2017865-2022-15353. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance potentially caused by the implantable cardioverter defibrillator (ICD). The ICD and right ventricular lead were explanted and replaced. The patient tolerated the procedure well and remained stable.

Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of the device image confirmed entries for out-of-range defibrillation impedance. Telemetry, impedance, sensing, pacing, and high voltage output functions were tested with no anomalies found. The impedance anomaly is believed to be caused by external factors.